Event description:
Boston scientific received information that during a follow up visit, interrogation of this device and right ventricular lead revealed noise and oversensing resulting in pacing inhibition greater than two seconds asystole. In addition, impedance measurements have dropped suddenly and occasional undersensing were noted. An internal technical service consultant was contacted and determined the morphology of the noise appeared indicative of mechanical noise or due to a lead issue. Further lead isometrics and an x-ray of the lead and device connection were recommended. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Event description:
Additional information was obtained. A replacement procedure was performed. When the pocket was opened, no visual device or lead issue was observed. During the procedure, difficulty was encountered loosening one the of the set screws and the lead was replaced. This device was removed and replaced.

Manufacturer narrative:
As of this date, no intervention has been performed; this device remains in service. Should additional information become available, this event will be udpated.